Event description:
Went to the hospital because I could not walk when I got up out of bed on (B)(6) 2018. Received a new philips dream station cpac (continous positive airway pressure) machine in (B)(6) 2016 and used daily. Was going to the doctors from (B)(6) 2018 when I was diagnosed with multiple myeloma cancer. I continued to used this machine during a stem cell transplant as I did not know there were any problems with this machine. I was not notified by philips or local distributor that this machine was recalled ( in june 2021). I discovered on my own thru illness in (B)(6) 2022 that my machine had been recalled . Philips could not tell me (actually refused to tell me) why I was not notified of the recall. I finally stopped using the machine the (B)(6) 2022 . Philips replaced the cpac in (B)(6)of 2022 but I immediately had trouble with it. Philips told me it had been inspected and the new reissued machines were safe. I stopped using this machine and used an older machine that was not a philips. I had to wait until 2023 to get an appointment for a new prescription for a new cpac. I refused another philips. I have been on constant chemotherapy pills and infusions for 5 and half years. I think the dates are too coincidental not to be caused by this philips machine. The financial obligations of this cancer treatment has changed my life. I am in constant pain. There is no cure for multiple myeloma. This is not even mentioning the personal injury. Besides pain I can no longer do the things I did before. My wife retired to take care of me. I still work due to the high cost of the multiple myeloma drugs. I cannot afford to use all my savings to pay for these drugs. This is a short synopsis. The financial burden also includes time lost at work due to illness. Ongoing treatments, blood work costs, chemo ports insertion and removal. Hospital time due to infections. I can no longer enjoy life due to a compromised immune system I am sure I will have a shorter life span due to this cancer. I also had fractures in my spine due to the myeloma which makes walking painful. I do not have this information from 5 years ago. I am sure the hospital still has records from when I was diagnosed. I was diagnosed by blood tests, xrays and bone marrow biopsy tests.